Event description:
Sales consultant reported a removal of proximal femur plate due to femoral head and neck collapsing into varus at osteotomy slightly inferior to lesser trochanter. Patient was implanted with 4.5mm locking compression plate (lcp) proximal femoral plate, two cannulated screws and 2 cortex screws; date of the original implant is not known. Patient was returned to the o.r. On (B)(6) 2013 and the hardware was explanted. This complaint is on the lcp plate. This is 1 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm proximal femur plate was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The investigation could not be completed; no conclusion could be drawn, as no product was received.